Event description:
It was reported that "revised because there was knee instability so insert was exchanged."

Manufacturer narrative:
Method: complaint history review, packaging insert. Results: the product experience reporting database shows that there have been other reported events for knee instability; however, no device related trends are noted. Although no information was provided, it is likely that the event was not device related; rather patient specific factors or joint gap assessment could be postulated as possible contributing factors. An evaluation of the device cannot be performed, as it was discarded and not returned to the manufacturer. The lot code for the reported device was not provided. Additional information (including x-rays and medical records) was requested, but not made available. If it becomes available, the evaluation summary will be submitted in a supplemental report.